Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angi-seal device the anchor would not come out of the sheath. There was no reported blood loss. The patient was reported to be ok. The procedure outcome was ok and there was no repercussions on the patient. Additional information was received on 9/7/18: the procedure being performed was an angioplasty. A 6fr procedural sheath was used and there were no issues with arterial access. A pre-deployment angiogram performed. Hemostasis was achieved by manual compression. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. Visual inspection revealed that the carrier tube assembly was returned separate from the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed at the distal tip of the hemostatic sheath along with an unstamped collagen. The tamper tube was released as well. The tip of the monofold was examined under a microscope and a slight bulge was noted which is consistent with anchor pushing against the monofold. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the carrier tube was pulled out of the hemostasis sheath or the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.